Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8709, lot# j10985r63, implanted: (B)(6) 2002, product type: catheter. Product ID: 8840, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 50 mg/ml hydromorphone at a dose of 5.496 mg/day and 2,500 mcg/ml clonidine at a dose of 274.8 mcg/day via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient's pump reached elective replacement indicator (eri) on (B)(6) 2016 and then end of service (eos) on (B)(6) 2017. Tube set occurred 2 days later on (B)(6) 2017. The rep reported that this case "kept getting pushed back" but the rep did not know the reason for that. No medical symptoms were reported. The rep stated they had 4 ml left or 200 mg of old drug in the pump. Rep stated later they actually only had 3 ml of the old drug left and were going to add 15 ml of preservative free normal saline (pfns). When the pump pocket area was opened up to replace the old pump with the new one the existing catheter was not connected to the pump and embedded in the dacron pouch of the pump pocket. The existing catheter was partially removed and tied off. The hcp placed a new catheter and attached it to the pump. Part of the existing catheter and the old pump were to be returned to the manufacturer for analysis. No further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-may-19. It was reported that the cause of the patient's pump reaching eos was that the patient was hospitalized for cardiac complications so the patient's scheduled surgery to replace the pump was pushed back due to the patient's health issues. The patient's pump replacement surgery was postponed until the patient was stable.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information was received from a healthcare provider via a company representative. The battery was noted as having been depleted; end of service occurred on (B)(6) 2017. The reason for the catheter removal was noted as being a break, tear, or hole. No rotor study or dye study was performed. The pump and explanted portion of catheter were replaced on (B)(6) 2017. The pump and partial catheter were returned to the manufacturer. The patient was without injury and had recovered without sequela.

Manufacturer narrative:
Other applicable components are: product ID (B)(4) lot# j10985r63 serial# implanted: (B)(6)2002 explanted: (B)(6) 2017 product type catheter product ID (B)(4) lot# serial# unknown implanted: explanted: product type programmer, physician the catheter was returned for analysis. Catheter analysis found an anomaly of a sutured pump connector and a hole in the catheter body caused by the metal pin of the pump connector. The pump was returned for analysis. The pump logs indicated that the pump had been used to deliver hydromorphone (50 mg/ml at 5.496 mg/day) and clonidine (2500 mcg/ml at 274.8 mcg/day). Pump analysis found no significant anomaly; end of service (eos) had occurred due to time progression. The device code (B)(4) also applies. The conclusion code was updated from (B)(4) to (B)(4). If information is provided in the future, a supplemental report will be issued.